Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes/patient complications were referenced in the article, with no specific lead model failure indications. The atrial lead failure/patient complication modes were noted as: dislodgement, cardiac perforation, failure to sense/undersensing, and micro-dislodgement. The ventricular lead failure modes/patient complications were noted as: elevated pacing thresholds, pericardial effusion, dislodgement, failure to capture/loss of capture, cardiac perforation, tamponade, and bradycardia. The status of each lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is approximately 60% male and the baseline age is approximately 70 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: multi-center clinical experience with a lumenless, catheter-delivered, bipolar, permanent pacemaker lead: implant safety and electrical performance. Pace. 2006; vol 29, p858-865. Concomitant product: 10600 catheter. (B)(4).